Event description:
During initial implant procedure, the stylet was unable to advance into the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the proximal region of the lead. After cutting the lead at stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.